Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient reported having a urinary tract infection and increased frequency of urination on (B)(6) 2010. The physician treated the patient for the uti, and the patient has had no other complaints since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.